Event description:
It was reported that a pediatric quadrox-ID oxygenator was placed on extracorporeal support on a newborn male with hypoplastic syndrome on (B)(6) 3012. The pt was on heparin with therapeutic act's. On the second day the oxygenator failed with no blood flow. The oxygenator was changed out with no reported effect to the pt. (B)(4). Ref : mr 8010762-2013-00117.